Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: per the event description, (B)(4) (proximal site) and (B)(4) (distal site) were implanted on an unknown date. Endoleak type ib occurred at the area where (B)(4) was implanted (refer to (B)(4)). The complaint device, (B)(4), was used to treat type ib endoleak. The user attempted to place the stent graft as indicated in the IFU, but was not able to turn the gray safety lock knob and deploy the distal bare stent. The user took off the cap, unscrewed the gray safety-lock knob and attempted to withdraw/slide the sheath, but the sheath did not move. Then, the user removed the cap of the blue rotation handle and the blue rotation handle itself. Finally, the distal bare stent was released from the bottom cap and deployed. The procedure was completed successfully and no adverse effects to the patient was reported. The introduction system, except for the stent graft, was returned for investigation. The upper handle/black gripper was fully retracted to the handle. The black safety lock knob was detached from the handle. Additionally, the gray safety lock knob was detached from the upper handle and separated from the lock pin. Safety rod 1 and 2 was separated from the handle and returned as well. During the inspection of the device several defects were observed; marks were visible on the outer surface of the gray safety lock knob and damage was observed on the inside of the gray safety lock knob. The lock pin had marks as well and the locking area showed signs of damage/excessive twisting. Additionally, damage was observed on the thread in the upper handle (used for the gray safety lock knob). The marks and the damage likely occurred when a pean or another tool was used to force the gray safety lock knob and lock pin to detach from the upper handle. Moveover, the damage found on the round hole in the gray sliding rod, where safety rod 2 enter the hole (used for the gray safety lock mechanism) may have been caused if the gray safety lock knob was rotated while still locked to the safety rod. The device evaluation could not determine a cause for the described failure. The safety rods were measured and within specifications. Additionally, the device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. During deployment of the distal alpha device, the step labeled 1 must be fully performed before it is possible to turn the gray safety lock knob during the step labeled 2. Since the stent graft was deployed and the handle was disassembled on the returned device, this could not be verified during device evaluation. Per the event description, the user attempted to place the stent graft as indicated in the IFU. However, no information about patient anatomy was provided for this case. An exact cause of the device failure could not be determined. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)PMA p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zteg-2p-30-120-pf was placed at the proximal site, and zteg-2p-34-127-pf was placed at the distal site. The implant date is unknown. Endoleak type ib occurred at the area where zteg-2p-34-127-pf was implanted (pr255138). The device zta-d-36-190-w1 was used in the additional treatment for endoleak type 1b. The physician attempted to place the distal component as indicated in IFU. However, the gray safety-lock knob could not be turned, and the distal bare stent was unable to be deployed (pr255116). Then, the physician took off the cap and screw of the gray safety-lock knob and attempted to withdraw/slide the sheath, but the sheath did not move, so the attempt failed. After that, he removed the cap of the blue rotation handle and the blue rotation handle itself. Finally, the distal bare stent could be released from the bottom cap and became deployed. As a result, the physician could complete the procedure successfully and treat endoleak type ib. Patient outcome: no adverse effects to the patient reported.